Event description:
When going to inject into viteous, md noted a blue particle which looked like a piece of thread in the healon pro gel during vitrectomy case. As soon as dr. Realized that the product was of no good, she/he immediately aspirated the gel out of the patient's eye and made sure that no foreign particle was left inside the patient's eye. Healon pro was removed immediately before the procedure and the packaging was opened at point of use. The packaging was intact and did not show any proof of damage from transport or storage. Lot#uk30995, exp date:2025-01-31, healon pro 0.55ml sodium hyaluronate 10mg/ml. FDA safety report ID# (B)(4).